Event description:
The mother of a home pt reported a 2240 alarm during the use of the homechoice device. The mother noted the spike of the homechoice set became disconnected from the solution bag. The mother stated she was unsure how the disconnection occurred, as the solution bag was in place. The pt discontinued treatment at that time and reset with new supplies. Per the mother, no pt injury or medical intervention was associated with this incident.